Event description:
It was reported that the rv lead dislodged after the patient fell. It was also noted that the lead had high impedance and it is suspected that the patient had twiddler's syndrome leading to helix damage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv lead dislodged after the patient fell. It was also noted that the lead had low pacing impedance and it is suspected that the patient had twiddler's syndrome leading to helix damage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was analyzed. The body of the lead became distorted. There was blood on the distal conductor of the lead, and it was not obstructed. The distal end/electrodes of the lead were bent. The overlay tubing was kinked/buckled. The analyst noted the lead body twisted and buckled was observed in severe location on the lead body. The distal end of the lead was received bent/curved not caused by implant or explant and that allows blood ingress in lead distal conductor. There is no insulation breach was observed. The helix appears twisted to be came stretched and bent. Discoloration/back (this is not blood) was observed in the sleevehead, and it¿s likely that there is in-complete fracture at the weld zone of the drive shaft and the helix. Corrected: b5, b7 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.